Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shock therapy for sinus tachycarida while shoveling snow. Therapy was exhausted. There were no adverse patient effects. The device remains in service.